Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device to be underweight, brown particles and a break. A microscopic analysis was performed which identified a sharp(edge) break assessed as unidentified tear(break), missing piece of the shell, and device appearance (observed 40 mm dark patch edge material inside gel device). A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp break on posterior due to an unidentified(tear) opening, and a missing piece of the shell due to in conclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.